Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, the needle broke. The breakage was towards the back third of the needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Unopened samples of product were received for analysis during the visual inspection of samples, no defects were found on the packages. Samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. Suture were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance breakage needle were found.